Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal (ip) merocit ( 500 mg twice daily) and ip vancomycin (1g stat dose once then every fifth day). Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and remains on merocit and vancomycin. No additional information is available.